Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 15-aug-2021, UDI#: (B)(4); product ID: etlw1616c82e, serial/lot #: (B)(4), ubd: 13-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An annurrx stent graft system was implanted for an unknown endovascular procedure an endurant cuff was implanted during an unknown endovascular procedure under 2 years later for migration of the original aneurx graft. A non mdt stent graft was implanted to reline the grafts a further 5 years later. An endurant aui stent graft system was implanted for an unknown endovascular procedure another year later. It was reported from the patient via technical services that the patients stent grafts were leaking again early this year and were removed . Per the physician no device deficiency was identified and the origin or subtype of the endoeak was not confirmed. An explant procedure was confirmed to have taken place. Per the physician there was no device malfunction. No additional clinical sequalae was provided and the patient will be monitored.